Event description:
16 cm tunneled dialysis catheter placed via rt internal jugular vein without difficulty 3/26/97. Catheter functioned well. Catheter fractured in skin tunnel 4/1/97 during dialysis with blood loss, not requiring transfusion. There is a potential for air embolus. Catheter was clamped & exchanged for new dialysis catheter same day.